Event description:
The complainant alleged that during a routine shift check by a clinician the device displayed a fault code message "system fault 37". There was no pt involvement with the reported malfunction.